Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the image was not flickering. The device evaluation found due to water leak in video connector socket, the image was interrupted. There was corrosion on chassis. Due to a failure in the circuit board, the image was interrupted. There was no image with 180 endoscopes and image interferences appear. The base plate was rusty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the image flickered on the evis exera iii video system center. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the intermittent and interrupted image could not be identified. However, it¿s likely the cause is related to the adhesion of moisture to the video connector socket terminal and a faulty printed circuit board. Olympus will continue to monitor field performance for this device.